Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor cannula was bent and retracted inside of the sensor base: unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.

Event description:
The customer reported via phone call that the transmitter did not blink when connected to the sensor. Customer also reported the sensor cannula was missing from the sensor. Customer's blood glucose was 100 mg/dl. The customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.